Event description:
It was reported that this patient with a newly implanted cardiac resynchronization therapy defibrillator (crt-d) system was suspected of exhibiting an infection. Recently, the entire system was explanted to resolve the event, and the patient is continuing antibiotic treatment with an external life vest prior to a replacement implant procedure. No additional adverse patient effects were reported. The system is retained at the healthcare facility and is not expected to be returned for analysis.

Manufacturer narrative:
(B)(6). Investigation summary: boston scientific concludes that although the complaint lead was not returned to boston scientific and analysis has not been performed, the primary reported observation is addressed in product labeling (e.g. Instructions for use). Therefore, well-understood factors likely contributed to the event. Infection is a known inherent risk of the use of this product. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the complaint lead was not returned to boston scientific therefore, product analysis could not be performed. However, infection has been observed with this product previously and is a known inherent risk associated with its use and is documented in the product's labeling. Device risk review: a risk review performed for the acuity x4 quad device confirmed that the event of no known device problem is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the acuity x4 quad device is acceptable. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: at this time, no further actions are considered necessary as infection is a known inherent risk of the use of this product and this is documented in the labeling.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that this patient with a newly implanted cardiac resynchronization therapy defibrillator (crt-d) system was suspected of exhibiting an infection. Recently, the entire system was explanted to resolve the event, and the patient is continuing antibiotic treatment with an external life vest prior to a replacement implant procedure. No additional adverse patient effects were reported. The system is retained at the healthcare facility and is not expected to be returned for analysis.

Manufacturer narrative:
E1: initial reporter phone number is longer than the character limit: (B)(6).

Event description:
It was reported that this patient with a newly implanted cardiac resynchronization therapy defibrillator (crt-d) system was suspected of exhibiting an infection. A surgical replacement procedure is anticipated to resolve the event, but it has not yet occurred. At this time, this crt-d system remains implanted and in-service. No additional adverse patient effects were reported.